Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was seen for an urgent device follow-up, as the implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead were exhibiting decreased r-wave amplitudes, increased pacing and shocking impedance measurements, and increased pacing threshold measurements. X-rays were performed and no lead anomaly was visualized. Technical services recommended troubleshooting to test the integrity of the rv lead. The physician was planning to perform new defibrillation threshold (dft) testing. Several attempts have been made to obtain more information on the serial number of the device, and the model / serial number of the implanted lead. At this time the device and lead remain implanted, and no adverse patient effects were reported. Additional information was received confirming the device model/serial. Additionally, dft testing was performed, and showed no problems with out of range measurements. The patient will continue to be monitored closely by the remote monitoring system. At this time the device and lead remain implanted, and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this patient was seen for an urgent device follow-up, as the implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead were exhibiting decreased r-wave amplitudes, increased pacing and shocking impedance measurements, and increased pacing threshold measurements. X-rays were performed and no lead anomaly was visualized. Technical services recommended troubleshooting to test the integrity of the rv lead. The physician was planning to perform new defibrillation threshold (dft) testing. Several attempts have been made to obtain more information on the serial number of the device, and the model / serial number of the implanted lead. At this time the device and lead remain implanted, and no adverse patient effects were reported.